Event description:
It was reported that during a stenting treatment procedure stent decompression occurred and a balloon slipped. The mildly calcified target lesion was located in the mildly tortuous proximal right coronary artery (rca) vein graft. An omega stent was advanced and deployed in the rca vein graft. The non-bsc guide catheter watermelon-seeded forwarded during the post dilation of the omega stent with a non-bsc balloon. It was noted that the longitudinal decompression of the stent occurred and a balloon slipped. The procedure was completed. No further patient complications noted and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).